Manufacturer narrative:
In this case, minimal information regarding this event was received. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a 19mm pericardial aortic valve, with a labeled sticker indicating "demo stock only" not for human use, was incorrectly shipped to the customer. The valve had a short expiration date of less than two months labeled.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
In this case, a ¿demo stock only not for human use¿ label was applied to the shelf box of a valve by the (B)(4) qa prematurely (before its expiration date), in expectation of it not being used, before it was sent out by dhl to the customer. This event resulted in dhl updating their procedure and re-training has been completed. No further action is required.